Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline connector dislodged from the driveline cable, the driveline strain relief was damaged and the driveline sheath had breaks along a previous driveline sheath repair, which resulted in electrical fault and high watt alarms and multiple vad stops. The patient reconnected the driveline cable without the driveline connector and the vad restarted with normal operating parameters. The patient was admitted and a few wooden tongue depressors, gauze and micropore tape were used to fix the driveline in position in order to maintain conductivity. The following day, the driveline was accidentally disconnected. The patient reconnected the driveline and the vad restarted. Driveline servicing was performed and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) drive line cable was not returned for evaluation. Review of the vad¿s manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the alarm log file revealed an electrical fault alarm logged on (B)(6) 2019 at 11:56:09 due to an open phase in the front stator. One high watt alarm was logged on (B)(6) 2019 at 11:56:16, likely due to the increased power consumption required to run on a single stator. The second electrical fault alarm was logged at 11:56:27 due to an open phase in the rear stator, followed by a vad stopped alarm logged at 11:56:31. In addition, three vad disconnect alarms were logged on (B)(6) 2019 at 11:56:49, 12:53:11 and 12:53:27, indicating that the drive line had been disconnected from the controller. On-site inspection of the drive line cable, as well as visual evidence provided by the site, revealed a dislodged drive line connector, a damaged strain relief, and a drive line sheath damage in a previously repaired area. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the electrical fault alarms may be attributed to an improper connection between the drive line and the controller. The most likely root cause of the high watt alarms can be attributed, but not limited to the increased power consumption required to run on a single stator. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the drive line from the controller. The most likely root cause of a dislodged drive line connector, a damaged strain relief, and a drive line sheath damage may be attributed to improper handling and/or wear over time. If information is provided in the future, a supplemental report will be issued.